Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information gathered revealed the patient's ipg was explanted and replaced. Stimulation was restored post-op.

Event description:
It was reported the patient (greece) has been without stimulation due to the ipg begin unable to communicate with the programmer. The issue began the day after the ipg was implanted. An sjm representative attempted to troubleshoot the issue with three programmers to no avail. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
This device is not approved for sale in the USA but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.